Event description:
Outbound. Cadd legacy pump alarming no disposable clamp tubing alarm on cassette lot 4189940 exp 09/01/2026, troubleshooting and using backup pump did not resolve alarm, cassette changed. No further details provided.